Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The broken blade measures approximately 0.623" and was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the failure was determined to be mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review identified 5 procedures performed on the reported event date of (B)(6) 2022 using system sh1113. No logged usage of the harmonic ace instrument lot# l90210527 was recorded on any of the procedures. This complaint is considered a reportable adverse event and malfunction: failure analysis investigation confirmed a missing blade from the harmonic ace disposable insert. The missing piece could fall inside the patient during the surgical procedure. Isi sent a notification and follow up information via customer response acknowledges that a fragment of the isi product fell inside the patient during a surgical procedure but was located and retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that a skilled surgeon attempted to use the harmonic ace instrument to disassociate tissue; however, the user noted that the blade would not work. The customer replaced the harmonic ace disposable insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer stated that at the time of the issue, the instrument broke and a piece fell inside the patient's body. The customer confirmed that the broken piece was retrieved during the same procedure. There was no report of patient complication to date.